Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor leaking oil and contaminating the home motor switch. We were unable to perform functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test due to motor error alarms. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with detached end cap. The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with missing end cap sticker. The insulin pump was received with cracked case at display window corners, display window and belt clip slot. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 423 mg/dl at the time of incident and treated with an injection. Troubleshooting found that the drive support cap fell out of the device and was not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined to troubleshoot for their high blood glucose.